Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was found to boot-up with a ¿m¿ calibration message. ¿m¿ calibration was completed, the imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system booted into standalone mode. There was no patient present at the time this issue was observed.

Manufacturer narrative:
Correction: initial reporter.